Event description:
Skin stapler had loose part & when packaging opened, during stapler removal packaging, the stapler fell apart in 3 pieces. Skin stapler packaging opened and noted plastic piece was loose, prior to package opening. Scrub nurse touched the staple to remove from packaging, came apart in three pieces, small plastic piece, the handle, and the staple load mechanism. Planned on using the staple to secure towels during the procedure.